Manufacturer narrative:
H3, h6: seven complaint regarding a subsidence of a sl mia were reported from the same hospital. The case in scope reports, that the reamer fit optimally intraoperatively, however the stem could not be positioned deep enough. A revision surgery is scheduled due to possible secondary subsidence of the stem. The device, used in treatment, was not returned for investigation. The production documentation was reviewed. There are no indications that the device failed to match specification at the time of manufacturing. Furthermore, no further complaint was reported for the batch in scope. The failure mode and the severity are covered through our risk management files. The IFU (lit. No. 12.23, ed. 05/16) lists "dislocation, subluxation, insufficient range of movement, undesirable shortening or lengthening of the limb" among the possible side effects resulting from total hip arthroplasty. A medical investigation concludes, that based on the received materials, no thorough analysis can be conducted. Furthermore, the responsible surgeon assumes user errors which might have contributed to the problem. Please refer to the sl-plus / sl-plus mia surgical technique lit. No. 06956-en, v2, 08/17, for preoperative planning and placement of the stem. This complaint was reopened as the rasp, which were used for the case, were returned for investigation. A dimensional evaluation of the rasps was performed, no deviations from specification could be detected. The rasps show nicks, burrs and scratches, which most likely originate from repeated use of the device. It must be noted that instruments should be inspected according to "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19). The relationship between the reported event and the involved devices cannot be confirmed. The root cause stays undetermined after investigation, however, as stated, used errors could have contributed to the reported event. This case is considered as closed, further actions are not deemed necessary. Smith and nephew will monitor this device for similar issues.

Manufacturer narrative:
Results of investigation: seven complaint regarding a subsidence of a sl mia were reported from the same hospital. The case in scope reports, that the reamer fit optimally intraoperatively, however the stem could not be positioned deep enough. The stem is firm, but the leg is lengthening when compared to pre-operative state. The device, used in treatment was not returned for investigation as it is still implanted. The production documentation was reviewed. There are no indications that the device failed to match specification at the time of manufacturing. Furthermore, no further complaint was reported for the batch in scope. The failure mode and the severity are covered through our risk management files. The IFU (lit. No. 12.23, ed. 05/16) lists "dislocation, subluxation, insufficient range of movement, undesirable shortening or lengthening of the limb" among the possible side effects resulting from total hip arthroplasty. A medical investigation concludes, that based on the received materials, no thorough analysis can be conducted. Furthermore, the responsible surgeon assumes user errors which might have contributed to the problem. The reported failure mode could not be independently confirmed. The root cause is attributed to a known inherent risk from a total hip arthroplasty. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor this complaint for similar issues.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon reported that the reamer fit optimally intraoperatively, but the final stem could not be positioned deep enough in the prepared reaming bed. In this case, the stem is firm, but the leg is lengthening when compared to pre-operative state.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.